Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens of unknown size and model was implanted into the patients right eye (od). Patient experienced a large vault and was quite hyperopic. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5- the patient also experienced refractive surprise. Claim# (B)(4).